Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five (5) retain samples were visually and physically tested and were found to be acceptable with passing results. Therefore, the defect of leakage/backflow reported could not be replicated or confirmed in the retain samples. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: reason of complaint: on disconnection of a luer connection- the IV line from the safsite- blood will "pour" out of the safsite valve. This happened on 2x separate occasions, same day, back-to-back- same lot.